Event description:
It was reported that a user sought to return an ilet pump after experiencing frequent hypoglycemia attributed by the user to the pump¿s insulin delivery algorithm, describing multiple daily low blood glucose events and concern for insulin stacking before insulin on board had time to act. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included no alarms and no hospitalization. Investigation included troubleshooting and education conducted with the user. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.